Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when the quadriceps tendon pf the patient was removed with the tendon knife, it broke off (neck). The broken edge injured the patient's skin. After the double blade broke off, the patient's skin was injured by the sharp edges and had to be sutured there.